Event description:
It was reported that the caller was seeing a call your doctor por message on patient programmer which appeared the day of reported event date. The caller reports a por (power on reset) condition. The caller states ins (stimulator) was replaced today. It was confirmed the replacement was due to normal battery depletion. She was given a new remote and they tried to turn stimulation on with the patient programmer and got this message. Therapy was not on and the por had erased the settings. The patient was going to have to get the device reprogrammed. It was reported later that day the patient was in for lead and ins (stimulator) replacement. They left the old lead in and capped it. Patient received new ins and lead. The representative was present for final impedance reading and had to leave before they closed up. He left remote and antenna to be provided to patient in recovery. Por was seen and caller had already talked to daughter and will coordinate clearing the por. Additional information received reports por could had been caused by a strong metal detector or x-ray machine. There was no symptoms from patient. The representative met the patient on (B)(6) 2015 and reset her patient programmer and battery. Everything was now functioning properly. Patient was doing great. She was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown,_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. (B)(4).